Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. A review of the service history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for more than 100 colony forming units (cfus) of enterococcus faecalis . All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11. The device was culture tested positive by the customer. The device was tested negative by olympus; therefore, the user request is not confirmed. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the provided data, no correlation has been observed between actual product device status and cause of contamination. In general, device damage (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. The inspection report contained deviations which do not contribute to channel contamination. Without the cds information from the customer, olympus could not correlate any possible lapses in reprocessing regarding the validated procedure described in the instruction for use (IFU) with product status. After reprocessing by olympus, the hygiene microbiological investigation (hmi) results were within the acceptance criteria. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.